Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a consumer from (B)(6) of use of expired product, sickness, diarrhea and peritonitis in a patient coincident with dianeal unknown therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient contacted the call center to report use of an expired product (dianeal). The patient voiced a concern about using the product since she had two previous episodes of peritonitis. Upon follow-up on (B)(4) 2010, it was found on (B)(6) 2010, the patient contacted the call center to report the use of an expired product (dianeal). The patient reported, while using the pd machine, the effluent was turbid and that she had strong abdominal pain, sickness and diarrhea. On (B)(6) 2010, the patient proceeded to the hospital where she was diagnosed with peritonitis. While hospitalized, the patient was treated with amikacin (dose, route, frequency and administration not reported) and vancomicin (vancomycin) (dose, route, frequency and administration not reported). On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in (B)(6) 2010, dianeal therapy was discontinued. The root cause of the peritonitis was not reported. At the time of reporting, the event of use of expired product was resolving. It was not reported if the events of sickness, diarrhea or peritonitis resolved. The previous peritonitis episodes were in (B)(6) 2010 and (B)(6) 2009, but this patient did not become baxter's patient until (B)(6) 2010. Additionally, it was found the expiration date for the lot in use at the time of the incident was (B)(6) 2011 and therefore the lot had not expired at the time of the incident.